Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hypoglycemia a few hours after a recent high glucose, with a documented low of 52 mg/dl, while using humalog and after a same-day fill tubing during which they disconnected from the device. Symptoms included low blood glucose without loss of consciousness or other acute complications. Outcomes included self-treatment with oral carbohydrates and soda, confirmation of glucose by fingerstick, and no medical intervention or hospitalization. Troubleshooting and education were provided, including verification of cgm accuracy, disconnection guidance, and monitoring to ensure recovery. Investigation included complaint intake review and user-reported device usage and handling. Investigation of this case revealed no device alarms or malfunctions and no configuration or weight changes, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown.